Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the pt was revised to address acetabular loosening. It was further alleged that prior to revision, an aspiration of her hip joint was taken and a large amount of grayish fluid squirted from her hip, indicating a biologic inflammatory response to the metal particles coming off the implant.